Manufacturer narrative:
Insulin pump received with failed batt test due to corroded battery tube. Unable to perform operating currents, self-test, unexpected restart alarm error test and displacement test due to failed batt test alarm. Insulin pump had stripped battery cap coin slot (p), cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had damage battery cap. The customer¿s blood glucose was 116 mg/dl at the time of incident. Customer stated that they can not remove battery cap from insulin pump. The insulin pump will be returned for analysis.